Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has two systems (cervical and thoracic). The issue described herein is related to the thoracic ipg. It was reported the patient lost stimulation couple of months ago. The patient had not charged the system in over three months . As such, the ipg was inoperable and would no longer communicate with the charger. Surgical intervention is planned to address the issue.